Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting loss of capture, high thresholds, and low amplitude measurements on the right atrial (ra) and right ventricular (rv) channels. Surgical intervention was performed and the ra and rv leads were repositioned. The crt-d remains implanted and in service. No additional adverse patient effects were reported.